Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
During the preoperational check, the ventilator could not build up enough pressure to complete calibration. The incident did not occur during ventilation. The ventilator alarmed visually and acoustically. Investigation is ongoing.

Event description:
During the preoperational check, the ventilator could not build up enough pressure to complete calibration. The incident did not occur during ventilation. The ventilator alarmed visually and acoustically. Investigation is ongoing.